Event description:
It was reported that the device had a broken latch and patient side occlusion. The latch and both pressure sensors were replaced. Calibration and preventative maintenance (pm) were performed and passed all tests. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that the device had a broken latch and patient side occlusion could not be confirmed.no further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 20nov2015.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the device had a broken latch and patient side occlusion could not be confirmed. No further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 20nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a broken latch and patient side occlusion. The latch and both pressure sensors were replaced. Calibration and preventative maintenance (pm) were performed and passed all tests. Per customer, no further information will be provided.